Event description:
Healthcare professional reported "a right side deflation." Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right side deflation." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: visual analysis of the returned device identified: opening crack, white particles inside the device and crease flat. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify a crack in the fill channel and delamination in the diaphragm valve. Based on the device analysis the final assessment is: a crack on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure.